Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to current combination of deep vein thrombosis (dvt)/pulmonary embolism (pe) as well as status post total left knee arthroplasty. The patient is alleging, ¿vena cava perforation, organ perforation (aorta, vertebral body), pulmonary embolism, irretrievable filter, and device tilt¿. The patient is further alleging, ¿anxiety, mental anguish and stress about the status of my filter and any related injuries.¿ also, the patient is alleging,¿ I can no longer walk for long periods of time and have trouble bending. I have to use oxygen because I get exhausted and tired. My knees hurt, experience back problems, and have poor circulation. I have a provider that helps me with my daily activities.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿an infrarenal ivc filter is present. The tip of the ivc tilts towards an 11 o'clock position in relation to the ivc on axial CT images. The ivc filter is intact. No fracture along the filter is present. No stenosis of the ivc. The legs of the ivc do protrude through the ivc. The anterior legs protrude approximately 2 to 3 mm into the fat space. A right lateral leg protrudes slightly into the fat space of approximately 2 mm. A posterior leg protrudes through the ivc and contacts the l3 vertebral body. A left lateral leg protrudes through the ivc and just within the aorta. This protrudes into the aorta of approximately 2 mm. No extravasation is identified and contrast enhanced examination may be of benefit to further evaluate.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected fields: b1, b2. The following fields were updated per additional information received: a2, a4, b5, b6, b7, d1, d4, g5, h4, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation ¿ investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc) perforation, organ perforation (aorta, vertebral body), pulmonary embolism, irretrievable filter, tilt, anxiety/worry, trouble bending, ¿have to use oxygen because I get exhausted and tired¿, knees hurt, back problems and poor circulation. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety/worry, trouble bending, ¿have to use oxygen because I get exhausted and tired¿, knees hurt, back problems and poor circulation are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non healthcare professional investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2009 . It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.